Manufacturer narrative:
Date sent to FDA: 9/4/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) represents the adverse event which occurred on (B)(6) 2019. (B)(4) represents the adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that following insertion the patient experienced pain, discomfort, recurrent hernia, adhesion, and disfigurement. It was reported that the patient underwent revision of mesh on (B)(6) 2019. It was reported that the patient underwent another revision of mesh on (B)(6) 2019 due to scarring, abdominal bulge and rectus complication. No additional information was provided.